Manufacturer narrative:
During investigation and servicing of the autopulse platform (sn (B)(6), the platform failed the load cell characterization test. The root cause of this failure was a malfunctioning load cell that was over-reporting due to failed components, likely attributed to the age of the platform. The device has a life expectancy of five years. The autopulse platform was manufactured in may 2018 and is now over six years old. The malfunctioning load cell was replaced to resolve the issue. Following the service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During investigation and servicing of the autopulse platform (sn (B)(6), the platform failed the load cell characterization test. No patient involvement.